Manufacturer narrative:
During quality testing, the customer's complaint was duplicated. Further investigation revealed corrosion within the motor, the preload bearing and other component parts. These parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro drill was received for repairs due to overheating during a podiatry procedure. The procedure was completed successfully with another device; no adverse consequences were reported and no procedure delay was reported.